Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and inadvertently puncturing the bone or tissue during the procedure have been ruled out as potential causes. Additionally the patient having contraindicating conditions has been ruled out. The implanting clinician believes the swelling may have been from vasodilation from stimulation to the area. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported mild swelling in their left hand/arm at their trial lead pull. Although the trial device was pulled early on (B)(6) 2025, the patient was doing well as far as pain relief. As of (B)(6) 2025, the patient is doing fine and the swelling subsided after a few days.